Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was replaced due to an elective replacement indicator (eri). There was no patient injury or no diagnostic testing performed and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis reveals an alarm anomaly. The pump did not pass the alarm volume test. The waveform being sent to the alarm by the microprocessor was viewed with an oscilloscope and found to be in specification. The pump had no dents to its top shield. Upon opening the pump, a crack was found in the resonator attached to the bottom side of the top shield. This crack was the reason the alarm volume test failed. Finally, slight residue was seen on the lower shaft of the rotor magnet. There was no shaft wear seen on this gear or any other gears. Slight residue was seen in the pinion of gear 2 and the teeth of gear 3 but not enough to be a significant issue.